Manufacturer narrative:
(B)(4) - (won't close). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the first biopsy sample was taken normally, however when the forceps is introduced a second time it would not close tight enough and specimens samples would get lost in the channels. Additionally a clicking sound was heard when the jaws are closed. The procedure was completed with this radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient age is unknown; however reported to be (B)(4). Old. (B)(4).

Event description:
Additional information received: it was reported that the device was inspected/tested prior to use and no abnormalities were noted. Additionally no damage was noted to the device after it was removed. The patient's condition at the conclusion of the procedure was reported to be stable.